Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had ¿deposits¿ which were ¿visible throughout the catheter connector¿. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: minicap transfer set (previously submitted as minicap extended life pd transfer set). Correction made to d4: expiration date: (B)(6) 2028 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Correction made to h4: device manufacture date: 01/30/2025 (previously submitted as ni). Additional information was added to d9, h3, h6, and h1: h11: the device was received for evaluation. Visual inspection was performed and particulate matter (pm) residue was identified inside the silicone tubing. The pm was yellowish/brownish, loose, and inside the sterile fluid pathway. The particulate matter was dry, brittle toward the end of the tubing. Closer to the twist clamp, the particulate matter was brownish, more solid, wet condition. The dark yellow residue was consistent with carbohydrate. The fibrous tan colored residue was identified as polyamide, consistent with protein. The reported condition was verified. The origin of the particulates was most likely derived from a combination of therapy solutions and patient effluent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.